Event description:
Voluntary lasik surgery performed by dr. (B)(6) at dr. (B)(6) office in (B)(6). Both eyes treated (B)(6) 2007. Initial procedure did not fully correct vision and enhancement lasik procedure was performed (B)(6) 2008, also by dr. (B)(6). All f/u care and visits were handled by dr. (B)(6). After enhancement procedure, right eye has been fine, slight haze. Left eye has had double/ghost image and moderate haze causing occasional headaches. F/u care was to occasionally use pred forte drops on and off again for 20 months, and I was told the spots in my eyes would go away. Finally referred to dr. (B)(6) who diagnosed moderate to severe epithelial growth and under left eye flap. After procedure to clean out cells he found the edges of flap frayed and damaged and one area of flap with small hole where cells had eaten away and damaged the flap. He said this was due to the cells being left untreated for 20 months. He said some cells will dissolve or get pushed out of the flap within a couple of months, but anything left after that time will not go away by itself and needs to be physically removed to prevent flap damage.